Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 2.75x20mm quantum maverick balloon. The physician attempted to place a taxus express2 2.75x20mm drug eluting stent to an unk lesion, but was unable to cross the lesion. Upon removal, stent tip damage was noted. The procedure was completed with another taxus stent, same size. No pt complications were reported. Pt status post procedure is noted as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.